Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of a recent merlin.net remote transmission, the pacemaker exhibited intermittent undersensing and caused mode switch episodes. Programming changes were made and the patient did not experience any symptoms.

Manufacturer narrative:
Correction: patient gender: this supplemental report is to correct the previous submitted information to include the patient's gender.